Event description:
It was reported that during inspection, the reporter found reamers to be damaged.

Manufacturer narrative:
Product complaint: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nicks and delaminated patterns on its cutting surface. Device had signs of usage and no additional damage was identified on the device surface. This type of damage is consistent with other tools coming in contact with the device or by actuating the device in a misaligned position with its mating component. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the reclaim mon dist reamer would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.